Event description:
It was reported that the 2.7mm/3.5mm locking compression plate (lcp) lateral distal fibula plate 4h/right/86mm hardware was removed due to pain. There was no surgical delay. The surgery was successful. This report is for 4 unknown 2.7 locking screw bottom. This is report number 4 of 5 for (B)(4).

Manufacturer narrative:
This report is for 4 unknown 2.7 locking screw bottom. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.